Manufacturer narrative:
Patient (B)(6). Device broke during insertion; device not considered implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that patient was involved in an automobile accident and underwent an open reduction and internal fixation (orif) for a mandible fracture on (B)(6) 2015. It was reported that three screws broke upon implantation. The shafts of the three screws were left in the bone. Two of the 2.0mm imf screw self-drilling 12mm screws heads were able to be retrieved. The head of the third screw, the 2.0mm ti matrixmandible screw self-drilling/locking/8mm was unable to be located. The surgeon used two extra screws that were readily available. There was a surgical delay of about five to ten (5-10) minutes. The surgery was completed successfully. This is report 3 of 3 for (B)(4).